Manufacturer narrative:
(B)(4). Investigation summary: a picture of the sample was received for analysis. Upon visual inspection of the picture, the blister appears to be damaged. The photos do not provide enough evidence to determine root cause. In addition, a harh36 device was returned for analysis. The analysis results found that a harh36 device was returned outside its original package and no packaging was returned for analysis. Due to the condition of no packaging returned for analysis, no visually inspected could be performed to evaluate the incident reported. It could not be determined what may have cause the reported event. No conclusion could be reached as to what may have caused the reported incident. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during the surgery, before used on the patient, noted the packing was damaged. Changed to another one to complete surgery. There was no patient consequence reported. No additional information could be provided.